Event description:
New information indicates that the pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.